Manufacturer narrative:
The insulin pump had no button response due to moisture damage keypad trace. No button error alarm. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. No moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that she jumped of a boat into salt water prior to the alarm occurring. Blood glucose value is unknown. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.